Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle's safety shield failed during use. The following information was provided by the initial reporter: "the safety's are failing too often."

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle's safety shield failed during use. The following information was provided by the initial reporter: "the safetys are failing too often."

Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services has provided troubleshooting to the customer in relation to this issue. Investigation conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.